Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the reported ventricular fibrillation cannot be conclusively determined. The patient complained of not feeling well. They were sent to the local emergency room and were found to have had ventricular fibrillation which required 2 shocks from their defibrillator. Once they were in sinus rhythm, they were sent home with no further symptoms. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia, as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called with complaints of not feeling well. The patient went to the local emergency room and was found to have ventricular fibrillation which required 2 shocks from their defibrillator and the patient was back in sinus rhythm in emergency room and was sent home with no further symptoms.